Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek did not receive the complaint needle (it was discarded at the user facility), however, we did receive the suture passer gun, and evaluated it visually and functionally. It is noted that the distal end of the device; the jaw section is bent downward to a degree, the jaws do not fully come together and the barrel is slightly loose; outside of these observations, no other damage or anomalies were discerned. Functionally, a flexible suture passer needle was loaded into the gun and deployed successfully 15 times without incident to the needle. We cannot confirm that the damage of this device was the underlying cause for the tip breakage of the needle that was being used in this case. We can only attribute the device's condition to misuse; a user issue; at this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, during use, the tip of the expressew gun became bent and damaged; for whatever reason, the user attempted to deploy the suture passer needle, at which point the distal tip of the needle broke; they do not know where the fragment went. X-ray was employed in an attempt to discover it in the body, however the results were negative. The procedure was extended by 15-20 minutes, however, the repair was concluded successfully without further issue or harm to the patient. The gun is being returned, but the needle was discarded: they cannot identify which catalogue expressew needle was used, nor the lot identification. Also see associated MDR 1221934-2011-00301.